Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt contacted his ci audiologist on (B) (6) 2009 stating his processor stopped working that day. He was scheduled to come to the clinic on (B) (6) 2009, to be fit with a loaner processor from the clinic. However, when the pt was fit with the loaner processor, he was still without sound. All external equipment was found to be working properly. The pt reports no trauma, pain or abnormal shocking, cracking or popping noises coming from his implant. Testing confirmed that the device has malfunctioned.